Event description:
It was reported from ous that during an orthopedic surgery the humeral liner impactor tips broke. The representative was present at the time of surgery. It was stated that there were no pieces were left in the patient. No delay to surgery and no adverse event to patient. The issue was resolved by using another impactor for the surgical procedure. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Devices were not received for analysis. Eng analysis completed 05/01/2018 by mb design: this design has been in the field since 2006. There have been 18 complaint reports involving 26 broken humeral liner impactor tips since 2008. The occurrence rate is less than 0.5%, "very low" according to the frequency of occurrence ranking scale. This does not appear to be design related. Manufacturing: there have not been any other complaints involving parts from this manufacturing lot, which has been in the field since 2014. This does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The broken impactor tips were likely the result of a stress riser introduced during impaction, crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the devices were not available for evaluation. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. It was reported there was no surgical delay, no pieces left in the patient and no patient adverse event. An investigation was conducted; the broken impactor tips were likely the result of a stress riser introduced during impaction, crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the devices were not available for evaluation.